Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that one light guide was not functioning during maintenance of an olympus colonovideoscope. No patient involvement was reported.